Event description:
The customer reports that there are holes in the tyvek backing of the clips. When package is held up to light, the holes are visible. No pt injury or intervention reported.

Manufacturer narrative:
The product device was requested, but not received at the time of this report. The investigation results are not available at the time of this report. A follow-up report will be sent when investigation results are available.